Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing unknown low and high blood glucose. Customer's blood glucose level was 459 mg/dl. Customer mentioned they ate some carbs for a low they had earlier and did not bolus the correct amount of carbs they ate. Trouble shooting was declined. Customer treated low blood glucose with food. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.